Event description:
It was reported that pump on insulin therapy system showed cartridge errors and indicated that no insulin was being delivered. No information was provided regarding impact to customer¿s blood glucose level. No additional information was received regarding any actions taken by customer or technical support in response to this event.